Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient code: no known impact or consequence to patient. Device code: breakage is not labeled. The event is currently under investigation.

Event description:
It was reported that during a ID ind rectal abscess procedure, when removing the catheter, the device snapped in half and the tip of the device broke off. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device photographs did not confirm receipt of a device in two pieces. Per specification, this device is inspected 100% during the manufacturing process to ensure the integrity of the device. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
It was reported that during a ID ind rectal abscess procedure, when removing the catheter, the device snapped in half and the tip of the device broke off. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.